Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-05978. It was reported that the patient was experiencing ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted and replaced to address the issue.